Event description:
Terumo medical corporation received a letter from the patient alleging he was injured related to the deployment of the angio-seal vascular closure device. The patient's correspondence alleges that injury(ies) were sustained as a result of an adverse event that occurred on or about (B)(6) 2021. The reporter patient reported (in relevant summary) as follows: on or about (B)(6) 2021, the reporter underwent a transcatheter aortic valve replacement (tavr) procedure. After the tavr procedure the reporter was placed in the heart intensive care unit (ICU), and after walking around that unit with a walker, he was discharged from the hospital on (B)(6) 2021, at approximately 2:30 p.m. He was able to walk to the car on his own two feet. His wife drove him home, and upon arrival he walked into the house on his own and sat in a chair. A short time later, approximately 15 minutes, he got up to take some medication not provided in the hospital. As he stood in the bathroom, he felt an intense pain and looking down, he noted that his left thigh was rapidly increasing in size. He returned to a chair, and his wife called a fire ambulance. The emergency medical technician (emt) ambulance people tried to get him on a stretcher, however, he fell unconscious from the blood loss. The emt were able to get him back to consciousness, and with their help he was able to get on the stretcher. He was taken back to (B)(6) approximately 1 to 1 ½ hours after he was originally discharged. While on the ambulance ride, he stated he felt like he was dying with intense pain and severe nausea. A doctor visited him in the hospital and stated that the angio-seal device had come out when the reporter stood up from the chair a short while after returning home. The patient stated that no one had told him that he could not get up from a chair on return home. He was readmitted to (B)(6) on (B)(6) 2021. He was examined for a large hematoma on his left thigh. One vascular surgeon was consulted, however, he refused to do anything. The patient remained in that condition which he stated very painful and had trouble even moving so nurses could change sheets. The doctor stated the hematoma would naturally drain; however, it would take significant time and he would remain in pain until drainage was completed. On (B)(6) 2022, another doctor examined him, and that doctor called a vascular surgeon, telling him he had to discuss the patient's case with him. This doctor stated there was no way the very large hematoma would drain on its own. The doctor examined the patient and decided to do a procedure to relieve some of the internal bleeding and material. Over the course of the next ten days, the doctor performed five procedures, each time in the operating room at (B)(6) under general anesthesia. During that time between surgeries, he had extensive bleeding and one time a nurse noticed he was sitting in a pool of blood which necessitated an early morning procedure by the doctor around 2:30 a.m. The patient had extensive post-surgical pain, and in particular when wound nurses had to change the wound dressing and internal foam packing, despite administering dilaudid, hydromorphone, it was very painful. After successful therapy at (B)(6), he was discharged on (B)(6) 2022 with home health care providing wound treatment and physical and occupational therapy.

Manufacturer narrative:
Explanted date: device was not explanted. Initial reporter name: unknown. Occupation: unknown. Device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the alleged failure. The cause of the issue cannot be concluded in the absence of information regarding the case. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow-up no. #4 to provide the medwatch report that was received.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the list of surgical procedures, vascular procedures and the 3500b form in the attachment section.

Manufacturer narrative:
This report is being submitted as follow-up no. # 2 to provide additional information in sections d1, d4, h4 and h6 and to provided the completed investigation results. A review of the device history record of the product code/lot number combination was conducted with no findings. The complaint could not be confirmed for the alleged failure. The cause of the issue cannot be concluded in the absence of information regarding the case. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effect analysis (fmea).